Event description:
Device 1 of 3. Reference MFR report: 3008829311-2016-00261, reference MFR report: 3008829311-2016-00262.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3 reference MFR report: 3008829311-2016-00261. Reference MFR report: 3008829311-2016-00262. The patient had 4 leads (2 from lot ab1431, 1 from lot ab1411 and 1 from lot ab1420) as part of her axium neurostimulator system. It was reported the patient (australia) did not feel she was receiving adequate therapy and requested her system be explanted. Patient's system was explanted on (B)(6) 2016.